Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that five years, eleven months following the implant of this transcatheter bioprosthetic valve, the patient presented with exacerbation of congestive heart failure with shortness of breath (sob). Transesophageal echocardiogram showed moderate aortic valve stenosis. Computed tomography angiography was obtained which showed potential pannus versus thrombus on the prosthetic valve. Medication was administered. Six years, eighteen days following valve implant the patient was admitted with sob and increased troponins. A transthoracic echocardiogram was performed which showed severe aortic stenosis. Medication was administered. Six years, twenty-six days following valve implant, a second transcatheter bioprosthetic valve was implanted valve-in-valve due to severe aortic stenosis. No additional adverse patient effects were reported.

Manufacturer narrative:
Pt. Identifier: updated to (B)(6). Product analysis: the device remained implanted; therefore, no product analysis was able to be performed. The device history record (DHR) was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Conclusion: stenosis of bioprosthetic valves could be a manifestation of structural valve dysfunction (e.g. Calcification), thrombosis, and/or non structural dysfunction (e.g. Pannus, obstruction). Several factors could contribute to the onset and propagation of either failure mechanism such as patient medical history (age, disease stage, comorbidities), pharmacological factors, and/or intrinsic properties of the valve itself. Based on the received information, the stenosis was most likely caused by the reported pannus, which could have led to insufficient effective orifice area and immobile leaflet and compromised forward flow. Pannus overgrowth has been an inherent risk of valve replacement and the presence and rate of formation are largely dependent on patient conditions. Per instructions for use (IFU), these effects are known failure modes for bioprosthetic valves. With no images being provided for review, no device returned for evaluation and the information provided, we were unable to conclusively determine the cause for this report. In this case, a second transcatheter bioprosthetic valve was implanted valve-in-valve with no other adverse patient effects reported. This event did not indicate device misuse or malfunction. Additionally, the event description did not indicate a potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.